Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the patient remains on-going on vad support at this time and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided by the circulatory support coordinator indicated that no other issues have been reported for the patient since the event of (B)(6) 2014.

Manufacturer narrative:
Patient weight was requested but was not provided. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Log files revealed a pump stop and low speed hazard alarms which occurred while the patient was on the power module. In addition, multiple pulsatility index events were recorded. The patient was asymptomatic. No further information is available at this time.